Event description:
Patient reported that the device generated a blood glucose result of 700 mg/dl; the device's numeric reading range is 10 - 600 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, patient reviewed the device's memory and was unable to locate this value. Technical support requested the return of the suspect product and replacement product was shipped.